Event description:
(B)(4). It was reported that during a coronary artery treatment procedure a stent was not fully expanded. The target lesion was located in the proximal left anterior descending artery with 70% stenosis and was 28.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 3.00 mm x 32 mm taxus liberte stent. Post-stent deployment ivus was used which noted stent under-expansion. This was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 2%. A second lesion in the 1st obtuse marginal was also treated with no complication. The patient was discharged the next day on aspirin and prasugrel. There were no further complications reported.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).